Event description:
A laparoscopic tubal occlusion was being done utilizing fallopian tube clips. As the physician was applying one of the clips, it came apart in the pt's abdomen. The clip was retrieved without any problems and was then discarded. The user facility will send two (2) unopened packages of clips from the same lot to the MFR for eval.